Event description:
A malfunction alarm with code malf 21 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The corrective actions included replacing the pump, arranging for the customer's backup therapy using mdi, and confirming the shipping address for the replacement. Technical support provided instructions for putting the pump into storage mode and arranging its return. They also instructed the customer on programming the settings and connecting their cgm to the new pump. The customer understood all instructions and acknowledged the need to return the problematic pump within 10 days.